Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. Evaluation found corrosion on the motor flex tail due to fluid intrusion caused by an external influence. System error 105 was confirmed and caused by a failed motor flex. Under current guidelines the pump cannot be reasonably repaired. It has been determined that this pump is irrepairable and will be retired from service. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.